Event description:
The customer reported a ventilator unit shuts off by itself and its now giving high voltage alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer provided the customer with the discontinuance letter and informed the customer that as of dec 31st, 2019, philips no longer support accessories, supplies, upgrades, and repair support parts associated with the bipap focus and that few if any parts exist. The customer then confirmed that she has removed the device from service. No other anomalies or information was reported.